Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported left side rupture, "liquified shell," and "torn shell." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, "liquified shell," and "torn shell." Device has been explanted.